Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation noted that the tip of the drill bit was broken off. The complaint product met dimensional specifications and the material and hardness were confirmed to be within specifications. The tip could not be measured as it was broken off. The instrument conformed to dimensional specifications at the time of manufacturing and passed synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation conducted by synthes, this complaint is deemed indeterminate from a manufacturing position.

Event description:
Consultant reports drill bit broke during entry for a tfn nail. Bit broke at the connection to jacobs chuck. Piece did not break into patient. Drill bit was replaced and procedure completed with no further problem, no harm to patient. Surgeon was using a competitor''s drill and was unfamiliar with their connections. This is 1 of 1 report for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)